Event description:
Medical records received. Doi was (B)(6) 2008. During the doi there was a crack in the calcer during the final seating of the femoral component, so an unknown stem is being reported. The patient was then revised on (B)(6) 2013 for infection, osteolysis, and an adverse tissue reaction. Only the head and liner were removed during the revision so they are being reported for an adverse tissue reaction with necrosis and osteolysis. The unknown cup and 2 screws are being added to the complaint for infection, but not reported as the three implants have been implanted for more than 3 months. There was not mention of metallosis in the revision operative note.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update rec'd 07/24/2016 - litigation papers received. Litigation alleges aseptic loosening of acetabular component. The litigation reports patient passed away(B)(6) 2014 as a result of sepsis and multi organ failure. Updating the previous no MDR's to yes.

Manufacturer narrative:
The devices associated with this report were not returned for examination. Other reports found against the cc6nx4 lot code a review and previous review of the device history records for the cc6nx4000 and cc6md4 lot codes did not reveal any related manufacturing deviations or anomalies. No other related reports found against the remaining product/lot code combinations. Patient x-rays and medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Update rec'd 5/23/2014, 5/30/2014, & 6/9/2014-medical records received. Part/lot information provided. A correct dor was given of (B)(6) 2013. Medical records contain a full body scan for wbcs that shows significant wbc accumulation around the right hip on (B)(6) 2013, which is consistent with the known infection and doctors visits for right hip pain. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned for examination. Other reports found against the cc6nx4 lot code a review and previous review of the device history records for the cc6nx4000 and cc6md4 lot codes did not reveal any related manufacturing deviations or anomalies. No other related reports found against the remaining product/lot code combinations. Patient x-rays and medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.